Manufacturer narrative:
The results of this investigation concluded both leaflets were fully mobile when manipulated upon analysis at sjm. A tiny non-adherent thrombus was observed on one of the leaflets, and fibrous pannus ingrowth was observed on the sewing cuff. Bacteria and fungi were observed on the sewing cuff, which were consistent with contamination. A chip was observed in the top rim. There was no evidence of inflammation or calcification. No evidence was found to suggest the cause of the thrombus and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, an echo showed a normal functioning mitral valve.

Event description:
The patient was implanted with a 25mm sjm mechanical heart valve in the mitral position on (B)(6) 2015. On (B)(6) 2015, the patient reported dyspnea and an echo was performed which revealed obstruction of one of the leaflets causing one leaflet to remain in the closed position. Prior to hospitalization, the patient was reported to be adequately anticoagulated and compliant with medications. Initially, the patient had acute improvement with the administration of thrombolytics but later the same day, redo mvr was performed. At explant, the valve leaflet was immobile and thrombosed. A second 25mm sjm mechanical heart valve was implanted.

Manufacturer narrative:
(B)(4).